Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The service history record (shr) review was completed and revealed findings that could have directly contributed to the current complaint. The previous reported problem 'error code 322' was confirmed in the event history log (ehl) review and reproduced during evaluation. Evaluation determined the causality to be an out of adjustment lower link. The lower link was required to be adjusted to correct the reported problem. The device was found out of specification in relation to the customer reported system error 322 which was not reproduced. A review of the event history log identified system error 322. The reported condition was verified. The cause was determined to be a damaged lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.